Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an warm up restart during sensor session was reported. Data was available for evaluation. Customer allegation was not confirmed and a probable cause could not be determined. No additional event or patient information is available.